Event description:
Relative of home patient (hp) reports heater bag inflated with air during prime. Excess air in heater bag may be attributed to leak in cassette of homechoice set. Hp ended treatment at that time and reset up with new supplies. Relative of hp will request swamp device. No pt injury or medical intervention required per spouse.